Event description:
It was reported by the rep that when the device was used with original cartridge, or with reload cartridge, during a laparoscopic gastric bypass procedure, it fired an incomplete staple line. Another device was used to complete the case. There was no consequence to the patient.